Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-aug-31 from a manufacturer¿s representative (rep) indicating that the healthcare provider¿s nurse told the rep that the patient was doing fine now, there was nothing wrong with their device, and they were back to normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp clarified how the fall affected the implanted system and the cause of the shocking down the patient's leg by reporting that the patient fell and complained of discomfort. The hcp continued that before the fall they had misplaced their personal remote, and the replacement remote could only sync to 1 program. The device was off when they got to the office, and the hcp was unsure of why they had such discomfort. The hcp reported the actions taken to resolve the shocking were that impedance checks were within normal limits after reprogramming, and the patient denied discomfort. The hcp reported there was a small bruise noted over the ins area. The hcp stated there were no further calls or notes since the patient had been seen on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall the day before the report, which resulted in the patient feeling a shocking sensation in the leg. The hcp confirmed with the patient¿s mother that the therapy was turned off over the phone, and the patient continued to feel the shocking sensation. It was reviewed that if the shocking was caused by the implant, it should go away with the therapy off. It was suggested to try increasing stimulation with the programmer, which would not be possible if the therapy was off, to confirm that the therapy was off. It was noted that the patient had an appointment with their hcp the following day. No further complications were reported.